Manufacturer narrative:
On 25-aug-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a pulmonary vein isolation (pvi) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small. Bubble was in the entrance valve. The physician was using vizigo for a pvi procedure. He did not tell the reporter me anything during the procedure, but after he did a remark about the sheath. He told the reporter that he can see a bubble in the entrance valve. However, he thinks this bubble does not go inside the patient but remains in the valve. He thinks this type of bubble at the entrance of the sheath happens also with agilis, but due to the opacity of agilis sheath, these bubbles can't be seen. He also thinks that these bubbles can be created when you exchange the catheter that is inside the sheath several times. He did not want to open a complaint and did not want to change the sheath because he doesn't believe that the product is faulty. In any case, I would like to send the sheath to inspection, in case this behavior is actually not normal and the product is faulty. No patient consequences. No air was introduced into the patient, that we are aware of. He believes that this bubble at the entrance is not going into the sheath. No medical intervention was required. It is unknown if the patient exhibited any neurological symptoms since the procedure was completed. Air flow into the side port is MDR-reportable.

Manufacturer narrative:
On 1-nov-2021, the product investigation was completed. It was reported that an unknown patient underwent a pulmonary vein isolation (pvi) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small. Bubble was in the entrance valve. The physician was using vizigo for a pvi procedure. He did not tell the reporter me anything during the procedure, but after he did a remark about the sheath. He told the reporter that he can see a bubble in the entrance valve. However, he thinks this bubble does not go inside the patient but remains in the valve. He thinks this type of bubble at the entrance of the sheath happens also with agilis, but due to the opacity of agilis sheath, these bubbles can't be seen. He also thinks that these bubbles can be created when you exchange the catheter that is inside the sheath several times. He did not want to open a complaint and did not want to change the sheath because he doesn't believe that the product is faulty. In any case, I would like to send the sheath to inspection, in case this behavior is actually not normal and the product is faulty. No patient consequences. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted visual inspection, and irrigation evaluation of the returned device. Visual analysis of the returned sample was found in normal condition of vizigo sheath. Irrigation test was performed, in accordance with bwi procedures. The device failed the test since a water leakage was observed in the irrigation hub. Then the second visual revealed and confirmed that the irrigation port was found broken like a fissure damage. The irrigation port damage could be related with the component. The device history record (DHR) for the lot number 00001646 has been received and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. F additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 13-dec-2022, the product investigation was updated. Due to the condition of the stopcock (the identified fissure in the three-way stopcock), an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 27-feb-2023, the product investigation was updated. An irrigation test was performed, in accordance with bwi procedures. The device failed the test since a leakage was observed in the irrigation hub and no bubbles neither other issues were observed. A close visual analysis was performed, and it was observed that the irrigation port was found broken like fissure damage. Due to this finding at the irrigation port, internal action has been initiated to further investigate the findings. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 6-jan-2021, the product investigation was updated. The following statement was added: "the instructions for use contain the following warning stated the following: to minimize the potential for creating a vacuum in the sheath, remove components and make catheter exchanges slowly." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).